Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported the customer received the following results, with two different active meters, within 10 minutes: 137 mg/dl (system 1: test strip lot number 24659931) and 62 mg/dl (system 2: test strip lot number 24664162). No adverse event reported. Return of the suspect device was requested for evaluation.